Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the old plastic stent was removed in the regular manner, with loop, but it was very 'old and friable' and the stent broke off in the working channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown whether the stent was compatible with the subject device. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: operation manual: inspection of the endoscopic system: inspection of the instrument channel and forceps elevator insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a foreign material of an unknown origin was found stuck inside of the biopsy channel. Additional findings include the following: the light guide rod lens was scratched, the bending tube was deformed / the metal braid had cutting wire, the connecting tube had a scratch, the universal cord had a scratch, the up / down / right / left knobs had play and were not to specification, and the channel needed a cleaning brush passage using nj4072. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a stent lodged in the working channel, the scope has not been washed. The issue was found during an unspecified therapeutic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material of an unknown origin was found stuck inside of the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.